Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump history is showing the meter is trying to send bolus commands and also when they try to bolus the meter states that it was canceled but when they looked in the pump history the bolus was delivered. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.